Manufacturer narrative:
The insulin pump passed displacement test, operating currents, selftest, off no power, unexpected restart alarm error test, basic occlusion, occlusion, prime and excessive no delivery test. No blank display noted. The device was monitored and no bright screen during testing. The insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump received moisture damaged at motor assembly. The device was received with minor scratched display window. The insulin pump was received with a cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 254 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.